Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope was difficult to rotate and the angle did not match artificial horizon. The procedure was completed as planned with no reported injury using the same scope. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: partial nephrectomy was being performed when the issue occurred. The image was not fully inverted, but the image was approximately 30 degrees off what the artificial horizon being showed. There was no reversed control on system arms or change of orientation on its own. The endoscope moved freely with uncontrolled motion, but not in both directions.

Manufacturer narrative:
Based on the claim against the product by the customer noting a scope rotation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have instrument camera adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.